Event description:
It was reported that the vertical lift column up button on the 9800 system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The button was replaced during the service call. The system was tested and found to be working as intended and put back into service.